Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. The event was manifested by nausea. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the event was unknown. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Twelve days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.